Event description:
It was reported that the tubing of a tpn infusion was noted to have separated and leaked into patient's bed. The filtered tubing was connected to the patient's uvc and blood was noted to be backing up. The proximal lumen end with fentanyl, lipids, and tpn infusing was found to have clotted off. The clinician switched the fluids to the distal lumen end. The tubing was replaced. Although requested, there were no further details or information provided and no report of harm.

Manufacturer narrative:
The customer report of tubing filter separated and leaked was confirmed. A crack was observed along the top and continuing along the length of the set's female luer lock component. The crack was observed to be approximately opposite the injection gate on the luer lock component. A leak was observed from the noted crack. During functional testing a leak from the damaged female luer lock was immediately observed. The root cause of the crack was identified to be a result of internal stresses created during the manufacturing process.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that the tubing of a tpn infusion was noted to have separated and leaked into patient's bed. The filtered tubing was connected to the patient's uvc and blood was noted to be backing up. The proximal lumen end with fentanyl, lipids, and tpn infusing was found to have clotted off. The clinician switched the fluids to the distal lumen end. The tubing was replaced. Although requested, there were no further details or information provided and no report of harm.